Event description:
Pt scheduled for placement of bravo probe. After deployment of the probe, a scope was inserted to take a picture and the probe was not found. The probe was spotted near the epiglottis and before it could be retrieved, it went into the main stem bronchus. The pt was intubated, placed on a ventilator and transferred to another facility for successful removal. The pt was discharged home following removal.